Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive da vinci products to perform failure analysis. Sureform 45 stapler ((B)(6)) was analyzed, and the reported issue was confirmed but not replicated. The instrument was found to have a firing failure with a green reload installed based on log review, but this was not replicated during in-house testing. The stapler was placed and driven on in-house system and the instrument initialized, clamped, fired two times and unclamped without any issues. Additional observations not reported by site: signs of corrosion were found on the instrument thrust bearing that likely occurred during storage and transport process. The thrust bearing exhibited orange discoloration. Failure analysis was completed on the green reload returned along with the stapler. Failure analysis investigations replicated and confirmed the customer reported complaint of a "blade exposed". The reload was found to have the knife exposed within the knife track. The reload was found to have a firing failure based on log review. Failure analysis found an additional failure of reload damage. During visual inspection, it was found that the cartridge was damaged at the distal end and inside the knife track. The reload was disassembled and was found to have blade damage at the distal end. Sureform 45 stapler ((B)(6)) was analyzed, and the reported issue was confirmed but not replicated. The instrument was found to have a firing failure with a green reload installed based on log review, but this was not replicated during in-house testing. The stapler was placed and driven on in-house system and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fired and passed on both attempts and no errors appeared during testing. Failure analysis was completed on the green reload returned along with the stapler. Failure analysis investigations replicated and confirmed the customer reported complaint of a "blade exposed". The reload was found to have the knife exposed within the knife track. The reload was found to have a firing failure based on log review. Failure analysis found an additional failure of reload blade damage. The reload was disassembled and was found to have a blade damage at the distal end. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted pulmonary surgical procedure, the sureform 45 stapler had an exposed blade. The procedure was completed. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: per customer the instrument was inspected prior to use and no damage was observed. It is unknown what stapler reload color was involved. The issue occurred on the 1st stapler fire. The instrument never worked. The surgical task being performed was a lung resection and target tissue was the lung. It was unknown if there was calcified tissue, or any tissue exposed to radiation or chemotherapy prior to the procedure. Unknown if there was any tissue tension. No tissue bunching. The stapler failed to completely fire as it was a partial fire. No tissue was being pushed forward or dragged during the firing process. No involvement of the stapler jaws opening/releasing during the firing sequence. No unexpected staples deploying. The blade was exposed, and missing staples were missing from the staple line along with holes or gaps. The reload was stuck to tissue. Error messages observed was a partial fire with blade exposed. It was unknown if the surgeon encountered any obstructions such as clips, staples or other hard material between the instrument jaws. The surgeon did not fire over existing staple line and no buttress material was used. The surgeon did not experience any clamping issues prior to firing the stapler reload. No bleeding was observed on the stapler line. Unplanned tissue removal resulted from the stapler firing failure. The additional tissue removal was successful. The surgeon opened a new stapler to resolve the issue. The procedure was completed robotically.